Manufacturer narrative:
Device evaluation summary: an investigation was performed on a photo of the device. The physical device was not returned to mentor. According to the information received, the suspect medical device was reported to be damaged. The damage was observed after the packaging was opened. The device did not come into contact with a patient. Upon visual evaluation of the image provided in the complaint, the implant was observed to be deflated. As the product involved in this complaint was not received, the device couldn¿t be analyzed according to our procedures. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that when opening the packaging for a mentor smooth round moderate profile 475cc saline breast prosthesis, the device was observed to be deflated. It was reported that the area of the device where the tubes go into the valves is cracked. The suspect medical device was not used in any surgery and did not come into contact with a patient.